Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. The engineer from a third-party maintenance company inspected the ventilator. The machine was restarted, and there was no abnormality after the repeated restarts. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient this e360 ventilator generated an alarm and power disconnected message, the ventilator stopped delivering breaths to the patient and automatically shuts down. The patient was transferred to an alternate ventilator without injury.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. The engineer from a third-party maintenance company inspected the ventilator. The machine was restarted, and there was no abnormality after the repeated restarts. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient this e360 ventilator generated an alarm and power disconnected message, the ventilator stopped delivering breaths to the patient and automatically shuts down. The patient was transferred to an alternate ventilator without injury.